Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed in a ventricular fibrillation episode via remote transmission. Further assessment, including provocative testing and a chest x-ray, was recommended. No further information available.

Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed through a remote transmission due to lead noise. The patient was asymptomatic. Further testing on the lead was recommended.

Event description:
New information received indicated that additional noise episodes were observed on (B)(6) 2017 due to lead noise. The lead was recommended to be replaced.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2017.